Event description:
The customer reported that the insulin pump persistently alarmed battery out limit. The customer was assisted in clearing the alarm. It was advised to monitor the device. Then the customer mentioned being hospitalized for a knee injury, and that the blood glucose values were very high as well. The customer's blood glucose values during the hospitalization were unknown, but during the phone call with the helpline the value reported was 141 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.